Event description:
It was reported when the patient woke up during his original surgery, he told the health care provider (hcp) it was working. However, once the patient was fully awake, it wasn't working appropriately to relieve the correct area of pain.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).